Manufacturer narrative:
Device location is unknown. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported by the patient that she underwent lower back procedure in 2022. Extrusion of the insorb staples occurred and patient felt that her body was rejecting the staples. Patient states that she had multiple post-operative complications including seromas, high white blood cell count, wound dehiscence and rejection of the insorb staples. Treatment of complications included surgical drainage, wound care and antibiotics. Patient states that she can still feel a staple 19 months post-procedure. 2030 insorb (B)(4).

Manufacturer narrative:
Distribution history the product was manufactured by csi. Manufacturing record review a review of the device history record could not be performed as the record could not be located at the time of this investigation. However, it should be noted at the time of manufacture records from each lot are thoroughly reviewed to ensure that products are released meeting all coopersurgical quality release specifications. Should the device history record be located going forward, it will be reviewed, and this complaint amended accordingly. Historical complaint review a review of the 2-year complaint history showed similar reported complaint conditions. In those cases, there was no reliable way to correlate the infection to the use of the insorb stapler. Product receipt the complaint product has not been returned to csi. Visual evaluation evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Functional evaluation evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Root cause no definitive root cause for this issue could be reliably determined at this time. However, after investigation and counseling with the medical representatives it's uncertain if the root cause of the infection could be related to the use of the stapler or a reaction to the different additional factors related to a post-surgery care which could include draining, cleaning and drains replacement. The complaint mentions the presence of seroma which is a common postoperative complication and a potential source of pain and can lead to an increased risk of wound infection, possible abscess formation or wound dehiscence. Seroma can form in any surgical wound where extensive soft tissue and dead space creation occur [1]. In addition, the need for multiple aspirations to drain the seroma can also increase the risk for infection [1]. Regarding the presence of the staple there was no objective evidence available to examine the actual presence or condition of the staples. Several attempts to acquire further information were made however, no response was given to the follow ups. In addition, the IFU mentions that adverse reactions may include infection and seroma. No corrective action needed as the complaint was not confirmed. Coopersurgical will continue to monitor this complaint condition for any trends. [1] (kazzam, muattaz e., and paul ng. Postoperative seroma management. Pubmed, statpearls publishing, 2022, www.ncbi.nlm.nih.gov/books/nbk585101/).

Event description:
No additional information.